Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer inquired about a thresh hold suspend they received on their insulin pump via ((B)(4)). The customer's blood glucose was not recorded. The customer was advised to send a private message with the customer's phone number so they can be contacted by a medtronic representative to assist them with any questions or issues the customer may have. No further information was provided.